Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "PICC occluded within short time after placement. Used additional kit because of leaking lumens." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking lumens for a powerpicc is unconfirmed because the problem could not be reproduced. One 4 fr d/l powerpicc was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and nothing remarkable was observed during initial visual observations. A functional test of infusing and pressurizing both lumens with water using a 12 ml syringe were successful, and no leaking was observed from either lumen. Both lumens were patent to infusion without any resistance. Because the device failure could not be reproduced, the complaint of leaking powerpicc lumens is unconfirmed. Possible contributing factors may include placement of the device in the patient¿s vasculature, causing an occlusion in the device. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer "PICC occluded within short time after placement. Used additional kit because of leaking lumens." No other information was provided.